Event description:
The advocate stated his wife received a blood glucose reading of 450mg/dl from her breeze2. A nurse ran the customer's test on a different meter and received a reading of 150mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.